Event description:
Balloon dilation attempted and balloon ruptured. A small fragment of the balloon stuck to the lesion and was unable to be removed.====================== health professional's impression======================patient's anatomy vs. Device failure